Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. The console was switched over immediately. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) system over temperature alarm. Getinge field service engineer (fse) replaced compressor (d119-00-0236) due to hours and threaded temp sensor probe (d206-00-0734). System over temp error could not be duplicated. Check out completed unit passed to factory specifications. Returned to customer for clinical use. No patient harm or injury reported.

Event description:
N/a.